Event description:
Situation: needle hub on magellan syringe snapped and broke when drawing a vaccine. Pt was not reached. Background: mas observe products for defects when preparing for pt care. Assessment: needle was faulty causing pressure to snap hub. Recommendation: provide awareness to supply chain; division leadership, and education to department. Product: magellan 3mi syringe with hypodermic safety huddle 25g x 1", lot 902844, exp 12/31/2023. FDA safety report ID# (B)(4).